Manufacturer narrative:
The initial MDR 2247117-2017-00067 was filed on june 15, 2017. Corrected information (06/29/2017): initial MDR indicated that the initial igf-1 (re-standardized) result of <25 ng/ml was considered as discordant. The correct information has been received and it is unknown which result was considered correct. Additional information (07/07/2017): the accession number for the sample (B)(6) is 51049514. Additional information (07/12/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The record ids for the sample which produced igf-1 (re-standardized) result of <25 ng/ml were 98038 and 98053. The record ID for igf-1 (re-standardized) result of 108 ng/ml was 98048. The tests were run with dilution. The sample level sense value for record ID 98048 was deeper into the sample tube than 98038 and 98053. The hsc specialist concluded that mishandling of the sample, for accession # 51049514, could have caused bubbles within the sample the instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant insulin-like growth factor I (igf-1) re-standardized results were obtained on patient samples on an immulite 2000 instrument. The customer provided an example for accession # 51049514, where the sample was repeated on the same instrument and the result was higher. The initial result was not reported to the physician(s). The repeat result was reported to the physician(s). It is unknown which result is considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant igf-1 (re- standardized) results.

Manufacturer narrative:
The initial MDR 2247117-2017-00067 was filed on june 15, 2017. The first supplemental MDR 2247117-2017-00067_s1 was filed on july 24, 2017. Additional information (05/23/2017): while a siemens customer service engineer (cse) was at the customer site, he replaced the sample pipettor and adjusted the microsampling settings. The cse also verified grounding of the sample carousel and proper functioning of the instrument.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they were sampling igf-1 (re-standardized) and igf-1 in a microsampling cup. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sample probe calibration and did not find any issue. The cause of the discordant, falsely low igf-1 (re-standardized) results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant falsely low insulin-like growth factor I (re-standardized) results were obtained on patient samples on an immulite 2000 instrument. The customer provided an example for sample ID (B)(6), where the sample was repeated on the same instrument and the result was higher. The initial result was not reported to the physician(s). The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low igf-1 (re-standardized) results.